Manufacturer narrative:
Revision surgery due to patient was dislocated. Revision surgery was scheduled. While attempting to remove poly, the stem was deemed loose and thus removed. Complaint has been evaluated and is similar to report number 1644408-2018-00844; 530-10-108, s810 - device loosening, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient was dislocated. Revision surgery was scheduled. While attempting to remove poly, the stem was deemed loose and thus removed.